Event description:
It has been reported to philips that the device was turning off by itself. The device was in clinical use. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) checked the system remotely and found that the device was turning off by itself. Review of the system log file showed that the equipment presented 04 initializations without shutting down. During troubleshooting, the rse found that only initializations were performed without shutting down the equipment properly, which led to the system have start up failures. The issue was resolved by completely turning off the equipment and then turning it back on. Rse instructed the customer to turn off the equipment by pressing the off button and then press the power button again so that the mpdu unit would turn off completely and there will be no start up failures. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis confirmed that the user did not turn off the system properly, due to which the system was turning off by itself. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.